Event description:
Caller reported that t: slim x2 pump battery would not charge, with a power source alert noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a known working outlet and leave it for at least 30 minutes, and a follow-up was scheduled.